Event description:
The retaining spring on the inside of the acetabular flange fell out. This prevented it from locking onto insertion handle. There was no consequence for the pt.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed indicated that the cause of the event was attributed to the user damaging the device during disassembly. Replacement springs are available in case springs become lost or damaged.